Event description:
A report was received that some contacts of the patient¿s lead had high impedances and stimulation could no longer reached the pain areas. It was believed that the patient¿s lead had a possible fracture. The physician suspected malfunction on the lead. No further course of action will be taken.

Manufacturer narrative:
(B)(4). Additional information was received that the patient underwent a revision procedure wherein a lead was replaced due to suspected malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that some contacts of the patient's lead had high impedances and stimulation could no longer reached the pain areas. It was believed that the patient's lead had a possible fracture. The physician suspected malfunction on the lead. No further course of action will be taken.

Event description:
A report was received that some contacts of the patient¿s lead had high impedances and stimulation could no longer reached the pain areas. It was believed that the patient¿s lead had a possible fracture. The physician suspected malfunction on the lead. No further course of action will be taken.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the physician did not suspect fracture on the lead.